Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.503.202, synthes lot: u117987, supplier lot: u117987, release to warehouse date: april 21, 2010, supplier: orchid unique, no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the matrixmdf scrdrvr bld hex cpl/s-retn/76 was returned and received for analysis. Upon visual inspection, the tip was identified to be stripped. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage and complex geometry of the device. Document/specification review: current and manufactured revisions of the drawing were reviewed. Investigation conclusion: the reported condition of the complaint device (matrixmdf scrdrvr bld hex cpl/s-retn/76) is confirmed. The tip is stripped. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 - device manufacture date. H6 - codes updated to imdrf codes. Device history lot -no ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the matrixmandible combination bender, matrixmandible short cut plate cutter, bone reduction forceps, matrixmandible screwdriver blade, graphic cases for matrix midface, instrument tray for matrix midface and drill bit and blade module for matrix midface are broken and or older that does not function well found in the storage. There was no patient involvement. This complaint involves (10) devices. This report is for (1) matrixmdf scrdrvr bld hex cpl/s-retn/76. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.